Event description:
It was reported that pt will be revised due to no bony ingrowth on the implant backside of the glenoid.

Manufacturer narrative:
This report will be amended when our investigation is complete. Associated components: product name: a.s. Humeral stem 10.5 uncemented, ref number: 01.04201.102, lot number: 2331017. Inverse/reverse screw system, 4.5-18, 01.04223.018, unk. Inverse/reverse screw system, 4.5-36, 01.04223.036, unk. As inverse humeral cup, off center, 01.04223.106, 2339898. As inverse glenoid head 36, 01.04223.236, unk.